Event description:
(Bilateral) knee revision required as components loose. Surgeon concerned as only 4 years after primary procedure. Insert showed marked symmetrical wear & patient had florid foreign reaction and severe femoral osteolysis. Also, no cement had bonded to the femoral component, i.e. When removed it separated at the implant/cement junction. Insert and femoral component were replaced.